Event description:
It was reported that the customer's sleep schedule did not activate when expected to. There was no adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event; however, the issue persisted. A replacement pump was sent and customer continued to use pump for insulin therapy.